Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged due to twiddler's syndrome. The ra lead exhibited no capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.